Event description:
In 2009 the pt underwent a bilateral breast reconstruction with placement of a 12x25 size veritas collage matrix patch in each breast. It was noted that the patch was not fenestrated prior to implant and the procedure went well and without complication. At an unspecified time following the procedure, necrosis of the flap was noted and the pt returned to the operating room. The physician noted that there wasn't any evidence of infection but the veritas had torn apart through the middle. It is not known what was done to correct the issue. The pt's current status is unk.

Manufacturer narrative:
Add'l lot number: 5758234-1138163; manufacture date: 04/2009; expiration date: 04/24/2012. No product was returned for evaluation. According to the device history record, the device met specification at the time of manufacture.